Manufacturer narrative:
The pump was received with a button error alarm and had an unresponsive up button due to corroded keypad traces. Unable to perform the operating currents, self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests or verify any battery alarm due to the unresponsive button. No unexpected numbers ramping/scrolling during testing. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for button error. The customer states they took battery out and put back in, but they received battery error and button error. The customer's blood glucose level at the time of incident was 113mg/dl. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.